Event description:
A call was received from pt's wife who reports pt was diagnosed with fusarium keratitis and was seen by several hcps who treated him with 14 different medications. Subsequently, medical documentation received. Pt was treated for a fungal corneal ulcer (fusarium species). Pt developed corneal ulcer near old pk incision site in left cornea. Treated with: vancomycin, gentamicin, ancef, vigamox, and natamycin. Hcp considered pt's final outcome as recovered with corneal scar; pt corrects to 20/20 with contact lenses.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environment records, a review of batch records and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event. Note, this event was reported on 1/19/07 as the pt previously reported the product as renu with moistureloc multi-purpose solution.